Event description:
This is a spontaneous case report received from a consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on (B)(6) 2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 with lot number 50643855 for sterilization. At that time, case was considered invalid due to unspecified event. Additional information was received on 22-sep-2016 and case became valid. In (B)(6) 2013 the consumer started experienced monthly menstruation 2 weeks, hb to low, tinnitus right, pain under foot, forgetfulness, edema, unable to find the right words and tiredness. On (B)(6) 2016 essure was removed. This non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced monthly menstruation 2 weeks. Essure was removed. This case was considered potential legal case. The event is listed in the reference safety information for essure. Menses pattern change may occur with essure therapy. In this case, consumer experienced this event about a year after essure insertion. Based on this information and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of polymenorrhoea ("monthly menstruation 2 weeks / menstrual period was much more than before, 2 weeks per month") and genital haemorrhage ("contact bleeding") in a (B)(6) year-old female patient who had essure (batch no. 50643855) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced polymenorrhoea (seriousness criteria medically significant and intervention required), haemoglobin decreased ("hb to low / low hb (haemoglobin)"), tinnitus ("tinnitus right"), pain in extremity ("pain under foot"), memory impairment ("forgetfulness"), oedema ("edema"), aphasia ("unable to find the right words"), fatigue ("tiredness / very tired "), feelings of worthlessness ("futile"), genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("rushed feeling"), musculoskeletal discomfort ("back complaints") and abdominal symptom ("abdominal complaints"). The patient was treated with surgery (the coils have been removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the polymenorrhoea, haemoglobin decreased, fatigue and feeling abnormal had resolved. At the time of the report, the tinnitus, pain in extremity, memory impairment, oedema, aphasia, feelings of worthlessness, genital haemorrhage, musculoskeletal discomfort and abdominal symptom outcome was unknown. The reporter provided no causality assessment for abdominal symptom, aphasia, fatigue, feeling abnormal, feelings of worthlessness, genital haemorrhage, haemoglobin decreased, memory impairment, musculoskeletal discomfort, oedema, pain in extremity, polymenorrhoea and tinnitus with essure. The reporter commented: the problems started after placement of essure, and since the removal it has been a lot better for the patient. It was also informed that in the hospital it has been said that the nickel in the coil caused the complaints. A month after the removal she could work again. She did not know that there was nickel in it. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-aug-2017 for the following meddra preferred term: polymenorrhoea. The analysis in the global safety database revealed 13 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 31-jul-2017: letter from legal counsel was received - reporter information was updated and a new reporter was added, start date of essure was updated to 26-oct-2012, outcome of events "monthly menstruation 2 weeks", "hb to low", and "tiredness" have been updated form unknown to recovered/resolved. Also events "futile", "contact bleeding", "rushed feeling", "back and abdominal complaints" were added to the case. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 31-oct-2016 from general practitioner via letter. Consumer came with the mentioned complaints to general practitioner and colleagues. If the complaints were related to essure, general practitioner did not know. Also the gynecologist wrote in the letter that it was not clear. (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced monthly menstruation 2 weeks. Essure was removed. This case was considered potential legal case. The event is listed in the reference safety information for essure. Menses pattern change may occur with essure therapy. In this case, consumer experienced this event about a year after essure insertion. Based on this information and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhoea ('monthly menstruation 2 weeks / menstrual period was much more than before, 2 weeks per month') and genital haemorrhage ('contact bleeding') in a 37-year-old female patient who had essure (batch no. 50643855) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced polymenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tinnitus ("tinnitus right"), pain in extremity ("pain under foot"), memory impairment ("forgetfulness"), oedema ("edema"), aphasia ("unable to find the right words"), fatigue ("tiredness / very tired"), feelings of worthlessness ("futile"), feeling abnormal ("rushed feeling"), musculoskeletal discomfort ("back complaints") and abdominal symptom ("abdominal complaints") and was found to have haemoglobin decreased ("hb to low / low hb (haemoglobin)"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("a lot of long-term blood loss (menstrual)"), pelvic pain ("pain in the pelvis"), mood altered ("mood change") and hypotension ("low blood pressure"). The patient was treated with surgery (the coils have been removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the polymenorrhoea, haemoglobin decreased, fatigue and feeling abnormal had resolved. At the time of the report, the genital haemorrhage, tinnitus, pain in extremity, memory impairment, oedema, aphasia, feelings of worthlessness, musculoskeletal discomfort, abdominal symptom, dysmenorrhoea, menorrhagia, pelvic pain, mood altered, and hypotension had resolved. The reporter provided no causality assessment for abdominal symptom, aphasia, fatigue, feeling abnormal, feelings of worthlessness, genital haemorrhage, haemoglobin decreased, memory impairment, musculoskeletal discomfort, oedema, pain in extremity, polymenorrhoea and tinnitus with essure. The reporter considered dysmenorrhoea, hypotension, menorrhagia, mood altered and pelvic pain to be related to essure. The reporter commented: the problems started after placement of essure, and since the removal it has been a lot better for the patient. It was also informed that in the hospital it has been said that the nickel in the coil caused the complaints. A month after the removal she could work again. She did not know that there was nickel in it. After six weeks of essure removal she was able to work again and all her complaints were gone. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-apr-2021: reporter information updated, patient's initials updated, essure insertion date changed from (B)(6) 2012 to (B)(6) 2012. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhoea ('monthly menstruation 2 weeks / menstrual period was much more than before, 2 weeks per month') and genital haemorrhage ('contact bleeding') in a 37-year-old female patient who had essure (batch no. 50643855) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) -2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced polymenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tinnitus ("tinnitus right"), pain in extremity ("pain under foot"), memory impairment ("forgetfulness"), oedema ("edema"), aphasia ("unable to find the right words"), fatigue ("tiredness / very tired"), feelings of worthlessness ("futile"), feeling abnormal ("rushed feeling"), musculoskeletal discomfort ("back complaints") and abdominal symptom ("abdominal complaints") and was found to have haemoglobin decreased ("hb to low / low hb (haemoglobin)"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("a lot of long-term blod loss (menstrual)"), pelvic pain ("pain in the pelvis"), mood altered ("mood change") and hypotension ("low blood pressure"). The patient was treated with surgery (the coils have been removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the polymenorrhoea, haemoglobin decreased, fatigue and feeling abnormal had resolved. At the time of the report, the genital haemorrhage, tinnitus, pain in extremity, memory impairment, oedema, aphasia, feelings of worthlessness, musculoskeletal discomfort, abdominal symptom, dysmenorrhoea, menorrhagia, pelvic pain, mood altered and hypotension had resolved. The reporter provided no causality assessment for abdominal symptom, aphasia, fatigue, feeling abnormal, feelings of worthlessness, genital haemorrhage, haemoglobin decreased, memory impairment, musculoskeletal discomfort, oedema, pain in extremity, polymenorrhoea and tinnitus with essure. The reporter considered dysmenorrhoea, hypotension, menorrhagia, mood altered and pelvic pain to be related to essure. The reporter commented: the problems started after placement of essure, and since the removal it has been a lot better for the patient. It was also informed that in the hospital it has been said that the nickel in the coil caused the complaints. A month after the removal she could work again. She did not know that there was nickel in it. After six weeks of essure removal she was able to work again and all her complaints were gone. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 09-dec-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no med dra llt can be provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-dec-2016 for the following meddra preferred term: polymenorrhoea. The analysis in the global safety database revealed 11 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced monthly menstruation 2 weeks. Essure was removed. This case was considered potential legal case. The event is listed in the reference safety information for essure. Menses pattern change may occur with essure therapy. In this case, consumer experienced this event about a year after essure insertion. Based on this information and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of polymenorrhoea ("monthly menstruation 2 weeks / menstrual period was much more than before, 2 weeks per month") and genital haemorrhage ("contact bleeding") in a 37-year-old female patient who had essure (batch no: 50643855) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In october 2013, the patient experienced polymenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tinnitus ("tinnitus right"), pain in extremity ("pain under foot"), memory impairment ("forgetfulness"), oedema ("edema"), aphasia ("unable to find the right words"), fatigue ("tiredness / very tired"), feelings of worthlessness ("futile"), feeling abnormal ("rushed feeling"), musculoskeletal discomfort ("back complaints") and abdominal symptom ("abdominal complaints") and was found to have haemoglobin decreased ("hb to low / low hb (haemoglobin)"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("a lot of long-term blod loss (menstrual)"), pelvic pain ("pain in the pelvis"), mood altered ("mood change") and hypotension ("low blood pressure"). The patient was treated with surgery (the coils have been removed on (B)(6)2016). Essure was removed on (B)(6) 2016. In 2016, the polymenorrhoea, haemoglobin decreased, fatigue and feeling abnormal had resolved. At the time of the report, the genital haemorrhage, tinnitus, pain in extremity, memory impairment, oedema, aphasia, feelings of worthlessness, musculoskeletal discomfort, abdominal symptom, dysmenorrhoea, menorrhagia, pelvic pain, mood altered and hypotension had resolved. The reporter provided no causality assessment for abdominal symptom, aphasia, fatigue, feeling abnormal, feelings of worthlessness, genital haemorrhage, haemoglobin decreased, memory impairment, musculoskeletal discomfort, oedema, pain in extremity, polymenorrhoea and tinnitus with essure. The reporter considered dysmenorrhoea, hypotension, menorrhagia, mood altered and pelvic pain to be related to essure. The reporter commented: the problems started after placement of essure, and since the removal it has been a lot better for the patient. It was also informed that in the hospital it has been said that the nickel in the coil caused the complaints. A month after the removal she could work again. She did not know that there was nickel in it. After six weeks of essure removal she was able to work again and all her complaints were gone. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-nov-2018: patient tells her story in dutch newspaper trouw in article called "four women challenge bayer in court because of implant". New events added: severe menstrual pain, with a lot of long-term blood loss, pain in the pelvis, mood change, low blood pressure. Outcome of all events was changed to recovered. Amendment: the report was also amended on 10-dec-2018 for the following reason: following company internal review the as reported term "a lot of long-term blod loss" was amended to "a lot of long-term blod loss (menstrual)". Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.